Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report from (B)(4) indicating that the patient experienced a pump stop alarm after disconnecting the driveline (as expected) in order to untwist it. The patient had an increase in power and a positive ramp study. The patient was suspected to have pump thrombus.

Manufacturer narrative:
The attached user facility report # (B)(4) was received from (B)(4). (B)(4) reported the outcome as death occurring on (B)(6) 2013; however, the pump was explanted for recovery on (B)(6) 2013. The death occurred after the patient was explanted and no longer using the lvad. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.